Event description:
The customer reported the device powers up in a vent inop condition. No patient involvement.

Manufacturer narrative:
(B)(6) 2016. Root cause: reprograming flash ic (lot code: a9398008) on this cpu pcba corrected the problem with this unit with no other failures identified.